Event description:
It was reported that two (2) small volume folfusors leaked at "the injection point and tubing". The leak was observed during patient use. The devices were filled with 5-fluorouracil and glucose 5%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between october 30, 2023 and november 1, 2023. H11: the device was provided for evaluation. During visual inspection, fluid was noted inside the bag that contained the unit. When the unit was removed from the bag, the cause of the leak was found to be an untightened red luer cap. The red cap is not a baxter product. A functional leak test was performed by filling the unit with green color water to the nominal volume. After fill and prime, to ensure the red luer cap is securely connected to the device, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. Thereafter, the unit was monitored until the next day. The next day, no signs of leak were observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to a user error by using a non-baxter red cap instead of a baxter blue winged cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.